Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the reason the patient was hospitalized was not related to vns. The specific reason for hospitalized was not provided. The physician stated that other interventions were taken for this event besides hospitalization, but he did not provide clarification on what these were. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event.

Event description:
On (B)(6) 2012 it was reported that the vns patient was hospitalized for an unknown reason. The patient was scheduled for a prophylactic battery replacement the next day. It was also reported that the patient's battery was dead or 'depleted'. The patient underwent generator replacement on (B)(6) 2012. The explanted generator was returned for product analysis on (B)(6) 2012. Product analysis confirmed that the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information are underway but have been unsuccessful.